Event description:
Patient received hip-tep. Breakage of stem without adequate trauma. Doi: (B)(6) 2012. On (B)(6) 2014 patient sprained her foot. Since then pain in the right thigh. A rupture of a muscle fiber was diagnosed with help of sonography . X-rays was made because of persistent pain. This showed a breakage of stem.

Manufacturer narrative:
The device associated to the complaint was returned for analysis. The DHR analysis did not identify any product non-conformances. The external laboratory (critt) evaluation did not identify the failure as having been material or manufacturing related. Therefore, it is deemed that the failure was not caused by a manufacturing defect. The bioengineering review of the x-rays determined there to have been some adverse patient and surgical factors which are likely to have caused the failure, however, with the information available the root cause could not be determined. Corail distal stem fractures have been reviewed within (B)(4), CAPA (B)(4) and (B)(4) which identified a number of different contributing factors. Actions were implemented to reduce the incidents of these failures. A search into the complaints database was performed, no other similar complaint was reported for the affected product code and lot combination. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
DHR analysis (for the corail stem): product code 3424321, work order (B)(4) was manufactured on 22 march 2012. (B)(4) parts were manufactured per specification and all raw materials met specification. Product analysis (by an external laboratory critt) - corail stem: no laser engraving, no mechanical hurt which can have weakened this stem have been observed at the initiation area. The micrographic exam shows a correct microstructure without particular defects like coarse inclusions, deformation for example. No metallurgical defect like bulky inclusion, coarse microstructure have been observed near the initiation area. That indicates the failure is not due to a bad raw material or a problem during the manufacturing of this stem. Based on the investigation a need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.